Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On june 19, 2024, the patient's daughter informed novocure that the patient had a scab located on the surgical resection incision for a long period of time since previous surgery. Reportedly, two days prior to the report, the scab had come off and the patient's scalp had improved, although two days later the wound returned, and the patient felt a burning sensation in the same region. It was noted that the transducer arrays and bandages were placed to avoid the affected area. In the image provided, there appeared to be a partial thickness ulcer on the scalp with mild erythema. Optune gio therapy was temporarily discontinued. On june 24, 2024, the patient reported that he had resumed optune gio therapy as of (B)(6) 2024. Additional information was received on july 01, 2024, that the patient was hospitalized. On july 08, novocure was informed that the patient ended optune gio therapy due to seizures experienced the previous week that had led to hospitalization. The patient's hcp was contacted for further information without reply.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array to the ulcer cannot be ruled out. The seizure was unrelated to optune gio therapy. Contributing factors for skin ulcer in this patient include prior radiation, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and 1% ef-14 optune arm).